Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor error. Customer's blood glucose level was 2.4 mmol/l and customer treated with food. Customer was assisted in clearing the alert. Insertion site and taping technique were reviewed, but no apparent issues could be found. Customer was advised to monitor the insulin pump and to call back if further assistance is needed. It was explained that this is normal function as isigs can fluctuate during the initialization process. No additional information provided.